Manufacturer narrative:
The device was returned for analysis. The reported difficult to close foot could not be confirmed/tested, due to the condition of the returned device. The reported ¿device was not able to be removed¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the returned device analysis noted the guide was separated at the distal end of the guide tube. Follow-up with the account confirmed that the guide separation occurred due to intentional manipulation outside the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle device was pre-placed successfully. Foot deployment with the second prostyle device was performed with a little resistance. The lever was movable from "foot deployed" to "foot not deployed" but the prostyle device was not able to be removed from patients anatomy. There was a lot of resistance. Surgery, a small incision, was performed to remove the prostyle device safely. No resistance was noted during advancement of the prostyle device into the anatomy. No vessel damage was noted. The suture of a third prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.